Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a kerrison bone punch conventional device. The event occured in surgery. According to the reporter of the event, the box has been purchased by the customer on october: inside the box is the material: kerrison, 1mm thick for cutting, at the first surgery, the tip of the material broke. It was explicitly mentioned that it was the first use of the device. There was no patient harm. An additional medical intervention was not necessary. Additional information was not provided nor available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: we received a complaint about an intraoperatively malfunction of a bone punch. The bone punch is available for investigation decontaminated. Consequences for the patient: unknown. Information has been requested at the clinic at least three times. Investigation: the footplate of the bone bunch is bent. Vigilance investigator carried out the pictorial documentation visually and microscopically. The foot plate is bent, but not broken off. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage. Rationale: the bent footplate was most likely caused by an overload situation. According to instructions for use (IFU), the bone punches with a thin footplate must only be used for removing small, soft bone parts and soft tissue. Based on the device history records (DHR) and the quality system management, a material or production related failure can be excluded. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action and preventive action), a CAPA is not necessary.